Manufacturer narrative:
(B)(4) ¿ refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 11,589 joules during prostate vaporization. The procedure was completed with a second fiber. It was reported that there was no pt injury as a result of this event.